Event description:
It was reported that at a routine device check, up and down battery impedance was observed. The device had not yet reached elective replacement indicator (eri) but due to the varying impedance, replacement is planned. The date of the replacement procedure will be scheduled in the future. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076-58 lead 2008 (B)(6). (B)(4).